Event description:
It was reported that the patient presented for a routine follow-up. It was discovered that the patient's pacemaker was in an event queue overflow related reset and exhibited an incorrect measurement. No intervention was performed, and the patient was stable.